Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop; however, a specific cause for this event could not be conclusively determined. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 05oct2024 through 10oct2024. A pump stop was captured on (B)(6) 2024. Following the pump stop, the pump functioned as intended at the set speed without issue. No other notable events or alarms associated with the pump were captured. The patient remains ongoing on hm3 lvas serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 of the IFU, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 5 of the patient handbook also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with altered mental status. The patient had carbon monoxide (co) poisoning. They were given supportive care. A download was performed and a pump stop was noted as the first event in the system controller history. A replace emergency backup battery (ebb) was noted as well as multiple no external power events. Log files captured a pump stop on (B)(6) 2024 starting on 08:29:00 due to the ebb being depleted of power. Power was restored to the pump around 09:33:12 and the device was restarted. Multiple no external power events were noted while connected to the mobile power unit (mpu) caused by power to the mpu being briefly interrupted. Log files also noted backup battery faults on (B)(6) 2024. The patient was placed in long-term care.